Manufacturer narrative:
The bench technician evaluated the paddles and confirmed the paddles defective. The customer declined purchasing the replacement paddles from philips. The paddles were returned to the customer as is. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's internal paddle require repair. There was no reported patient involvement.